Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The tibial implant looked a little different the doctor said before trying to implant. Once he implanted the poly it did not seat correctly. So we explanted it and put in a new one.

Manufacturer narrative:
Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the manufacturing lot. The insert was returned in damaged condition. Minor damage to one of the posterior locking features of the device ws noted. Damage to the anterior face of the device in the middle are of the locking wire groove was noted. The investigation determined the likely root cause of the event to be damage consistent with implantation attempts identified around the locking tab of the polyethylene insert. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The tibial implant looked a little different the doctor said before trying to implant. Once he implanted the poly it did not seat correctly. So we explanted it and put in a new one.